Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿the image is noisy¿ was not confirmed. However, the device evaluation found a broken cable. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, the customer's reported issue could not be reproduced and no nonconformances were found. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: - never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported that the 4k camera head has "noisy image". The issue was found during preparation for use, prior to sedation. There were no reports of patient harm.